Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neuro stimulator (ens). It was reported that the patient had discomfort, and that they felt like a needle was poking them when they walked. The patient thought the lead moved. It was recommended that they lower the stimulation, and they stated they would lower it if the pain returned. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the call, patient said that they did know if it was working. Patient said there has really only been one day that was really a good day. Patient said on the (B)(6), they had 16 voids/12 leaks and 14 pads and most of them were urgency of 5s yesterday was 6 voids/5 leaks , changed the pads all the time and her urgency was between 3 to 4 to 5. It was pretty good so far today, 4 voids and probably a 4 to 5 urgency. Patient had a bad night and day yesterday and rated it worse than expected. Patient stated that she thought she would do better. She also mentioned that she had been moving her bowels more often.